Event description:
Right sigmoid, partial cystectomy: surgeon successfully fired cs29 dlu, verified donuts to be complete. A leak was discovered during air testing. Surgeon indicated that staples were present but a little further appart than normal. Surgeon reinforced entire anastomosis with sutures, and a temporary ileostomy was performed. Surgeon felt that results could have been due to tissue condition and patient age.